Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4) internal report # (B)(4). We received one used perifix one catheter and one unused perifix one catheter without packaging. Both catheter are out of a perifix one 401 filterset. The received perifix catheter were taken to a visual examination. In the area approx 30 mm from the catheter tip, the used catheter is sheared off. The structure in the shorn off area is (slanted / bent) and sheared off. Furthermore, we detect damages (notches or indentations due to the cannula) in the area of demolition area. The shorn off part with the catheter tip was not handed over by the customer. No damages we could detect at the unused perifix catheter. Such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: "never pull the catheter through the needle as it may otherwise shear off." Therefore this event is attributed to an application error and consider the complaint as not justified. We exclude a manufacturing fault since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.

Event description:
As reported by the user facility ((B)(4) ): regarding the epidural catheter breakage occurred at number 18 administering anesthesia to a patient multiparous 3, in labor, the facts are as follows: patient on her side, head and legs flexed, aseptizaci&#1230; skin with chlorhexidine. It is punctured in l3 - l4 tuohy trocar 18 is advanced to the epidural space using low resistance syringe without incident. Eighteen epidural catheter is introduced, finding resistance, blood is drawn off by the catheter, catheter washed with 2 ml of saline and blood comes out again. Are removed together trocar and catheter, noting that catheter is located proximal tip incomplete. Patient recovered but part of catheter still remains inside her.